Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The patient reported the implant has been off for almost 2 months because they had to do a lot of mris and the handset is not working at all. Patient stated they spoke with a manufacturer representative (rep) on the way out of the healthcare provider ofc and representative turned off the stimulation for the MRI and they need to turn the stimulation back on. Agent warm transferred patient to for a new handset. Pt called back stating that they were sent a new handset, however the new handset wasn't connecting now either. Agent had the pt attempt to connect and pt saw not found communicator. Pt saw that only the green light was lit up on the communicator, so agent had the pt reset the communicator and then attempt to connect again. Pt confirmed seeing then that the blue light was lit up on the communicator. Communication was then successful between the handset and communicator. Pt saw no device found when trying to connect to the ins however. Agent reviewed and had the pt reposition the communicator. Pt still kept seeing no device found. Pt then said that they had like 6 mris last month and they ran into a rep while there were there and the rep turned the device off from the clinician equipment, so their device had been off since then. Agent reviewed and redirected pt to hcp/rep for further assistance. Pt noted that they have an appt already set up to further address the ins being turned off.

Manufacturer narrative:
H6: coding was updated to reflect new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the device not being found was that it was still in MRI mode. To resolve the issue "MRI connected in clinic and turned on - manufacturer representative (rep) confirmed." The issue has been resolved.